Event description:
Shortly after receiving mentor smooth round moderate plus profile gel implants on (B)(6) 2014. I started noticing arthritic symptoms, pain all over my body and fatigue. In 2015 symptoms continued and severe, debilitating migraines began. I was not able to work as a nurse anymore. Fast forward to today, (B)(6) of 2019 I have so much pain I ache all over, hurts to even touch me. My hands and feet are stiff and I have severe dry eyes, severe gerd, tender glands, swallowing issues, and colon issues. The fatigue is an all-encompassing fatigue where I can sleep for hours even after sleeping all night. Depression, anxiety has also been a result. In 2015 I had cellulitis in right breast that was not responsive to many rounds of antibiotics. The past five years the symptoms have been multiple to no avail. Now in 2019 my quality of life is extremely poor at only (B)(6) years old.